Event description:
A territory manager contacted zoll customer support before fitting a (B)(6) male pt to report that the response buttons would not activate the device. The pt was fit with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the rear response button sheared the flex connector. The cause of the inability to activate the device is the damaged flex connector at the rear response button. The root cause of the damaged flex connector cannot be positively identified but is likely physical impact as the monitor case was also dented. No adverse event resulted from the damaged flex connector. The pt was fit with a replacement monitor.